Event description:
It was reported the pump and catheter were explanted due to (B)(6) infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).